Event description:
The user facility reported that the device overheated at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected data: d9, based on the reported event, a device evaluation is not necessary to complete this investigation; the reported event has been previously investigated. The device will be evaluated according to the local service procedures.

Event description:
No updates to report.